Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
The customer reported that the unit will not turn on. The customer reported that the unit was not in use on patient. The customer contacted product support and authorized service personnel (asp) evaluated the device per the customer's request. The asp investigated the issue with the device. The device will not turn on. The asp ran the electrical safety and noticed power is still running through the device. As per mfg recommendation, the device requires a new liquid crystal display (lcd) and switch overlay. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the customer's request, the authorized service provider (asp) investigated the issue. The device will not turn on; the (asp) ran the electrical safety and noticed the power was still running through the device. The device requires a new lcd and switch overlay per the manufacturer's recommendation. Further investigation was made, and the asp stated that the device requires a new ac power cord and a battery replacement. The customer's biomed department said they could install the battery and ac power cord themselves, and no further work is required.